Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. The physician suspected the lead had dislodged; a chest x-ray was performed which confirmed it. The lead was explanted and replaced. The patient was in stable condition during and post surgery.